Event description:
Portable suction battery was recharged in preparation for a tracheostomy child to go to a clinic appointment. The nursing staff placed the recharged battery into its caring case when smoke was noted to be immenating from the battery. It had been unplugged from the wall outlet (for recharging) prior to be placed into the caring case. It was extinguished with a fire extinguisher.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.